Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose level was 600 mg/dl with large amounts of ketones which were not identified as dangerous by health care professional. Elevated blood glucose was address with a correction bolus via manual dose injection. The customer changed supplies and resumed insulin therapy prior to calling.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.